Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon indicated that the device had difficulty advancing through the firing sequence. When the device was removed, the staples did not appear to form the expected "b" shape. There was no difficulty removing the device. No buttressing material was used. This did not occur on the first firing. The surgeon had fired several reloads prior to this firing, but it was unknown exactly which firing this occurred on. The surgeon reloaded the device and fired again on patient tissue without issue. The procedure was completed with this device and new reloads in addition to suture. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # m55176. The analysis found that one psee60a device was returned in good visual condition and with two ecr60d cartridge reloads. Cartridge b (l54908) was received fully fired and good visual condition, cartridge c (l54908) was received fully fired and with cartridge deck damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.